Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
A sus voluntary medwatch report (#mw5095106) was received and stated that a "spiros closed system transfer device on doxorubicin syringe leaked when rn started to administer to patient x 2. New dose syringe and spiros provided by pharmacy and dose was administered without leaking. Also had leaking spiros chemolock set.¿ the product involved was a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. The issues noted were found to be leaking during priming in some instances but also during administration. If noted during priming, the product was remade prior to dispensing. There were no component damages or abnormalities observed on the device. Additionally, the customer reported the device was connected to a bd alaris pump infusion set (w/3 smartsite y-sites) during administration. The most distal y-site was used. No harm was reported. This report is for the spiros chemolock set.